Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, g2, h6: clinical codes, component code if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: the revision reported in the case may have been the result of prosthesis wear. However, the reported prosthesis wear and contributions of implant positioning and/or patient-related conditions to the sequence of events cannot be confirmed as the devices were not available for evaluation and limited information was provided at the time of evaluation.

Event description:
It was reported that a male patient, initial right total knee implanted on (B)(6), 2010, underwent a revision procedure on (B)(6), 2018, approximately 8 years, 3 months post the initial procedure. Following a period of post-implantation recovery and for years after the replacement surgery, the patient¿s exactech knee device performed as expected. Due to significant polyethylene liner wear which resulted in a fracture and synovitis, a revision surgery was performed. Additionally, the legal document indicated that despite undergoing the revision surgery, the patient experiences daily knee pain and discomfort which limits the patient¿s activities of daily living and recreation and impacts their quality of life. The patient has suffered and continues to suffer permanent, and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance. Difficulty walking; component part loosening; metallosis; soft tissue damage. Infection; and other injuries presently undiagnosed, which all require ongoing medical care. The patient has sustained and will sustain future damages, including but not limited to additional revision surgeries. Cost of medical care; rehabilitation; home health care, loss of earning capacity, mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer concomitant medical products: 1789454 200-02-38 - three peg patella 38mm 1258109 204-04-44 - trapezoid tibial tray sz 4f/4t 1819561 204-34-04 - fluted stem extension 40l x 14 mm 1508602 204-70-00 - tibial stem ext. Screw 1650454 234-03-04 - optetrak asy,ps cemented femoral, sz 4 additional information, including the product investigation, will be submitted within 30 days of receipt.